Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user experienced safety shield failure and experienced a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: it was reported that the safety failed to latch and poked left finger. Per email: the purple safety bent sideways and failed to latch, when I placed in sharps, it poked my left pointer finger.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual functional testing for proper activation and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism , bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. CAPA 1465371 has been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user experienced safety shield failure and experienced a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: it was reported that the safety failed to latch and poked left finger. Per email: the purple safety bent sideways and failed to latch, when I placed in sharps, it poked my left pointer finger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.